Manufacturer narrative:
H3: neither product nor pictures were received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
D4 - lot #: possible #20240306. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the nurse took blood from the patient, there was no negative pressure on the needle, and the blood could not flow out, so the blood collection device was replaced. The patient was an 86-year-old male. There was patient involvement.